Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial peroneal trunk. A 2.5mm x 80mm x 90cm sterling sl balloon catheter was advanced for dilation. However, halfway through insertion over a 0.018 inches non-bsc wire, it was noted that the catheter would not advance without the wire also moving forward. Upon withdrawal of the balloon catheter, the wire was also pulling out. Clamps were used to fixate the exchange length of the wire and the balloon was completely removed. The procedure was completed with a 2.5mm x 80mm x 80cm non-bsc balloon catheter. There were no patient complications.